Event description:
It was reported that if a patient's studies are transferred from a syngo.plaza system to an syngo imaging xs system by using the "rename" feature, the patient images being transferred will be merged with an existing patient's images already in the system to which it is being transferred, and will also take on the name of the existing patient. This incident, occurred in (B)(6) during first use of the device, whereas the name of the patient was corrected at the modality. However, when the images were moved to a syngo.plaza system the "rename" feature was selected to correct the patient name on the images, which were then moved to a syngo imaging xs system where the images took on the identity of an existing patient in that system and merged the images with that existing patient's images.

Manufacturer narrative:
Siemens investigation found that the root cause of the unintended merge of patient's names and images is due to the use of the "rename" feature in the syngo.plaza system of which its use for changing a patient's name is not intended. The functionality of the "rename" feature is however intended to rename an incorrect study of the patient; the "save as new study" functionality is available for purpose of changing a patient's name. Notification to customer will be distributed. (B)(6).